Event description:
The patient reported increased pain due to scar tissue pressing on their nerve. X-rays were performed which confirmed migration of one of the neurostimulators. The commercial team member offered to change the programs on the transmitter assembly to regain coverage with the new position of the neurostimulator. However, the patient denied and wanted the devices explanted. The patient is not using the device and an explant procedure is scheduled for (B)(6) 2026. No further information is available at this time.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out as potential causes. Additionally, improper surgical technique, severe force applied to the implant, excessive twisting or stretching, the patient having contraindicating conditions, the patient having recently gone through an MRI, and the patient having non-curonix devices implanted have been ruled out. Although migration was confirmed via x-ray, the implanting clinician does not believe the neurostimulators are the cause of the new pain. The stimulator is used to treat pain. The cause of the increased pain is unknown. However, migration was confirmed via x-ray. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.